Event description:
This is a report on a product that is being trialed, prong baxter extension set-three lead extension set. Leak occurred in the set at the connection of the filter and the remainder of the tubing. Dopamine leaked onto the bed. Product has been pulled from stock. Product rep has been contacted.